Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: primary osteporosis levels implanted: t12 it was reported that on (B)(6) 2016 patient underwent balloon kyphoplasty. Intra-op,during inflation, ibt burst with very little pre ssure. Pressure was reported "85" prior to rupture. Also, after mixing cement for 1 minute, it was too hard to get out of bone fillers. There was delay in overall surgical procedure time. Kit came in contact with the patient but cement did not. No patient complications were reported to this event.

Manufacturer narrative:
Product analysis:visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified pin hole leakage at the second peak of the ibt balloon. The location and nature of failure is consistent with contact with bone shard during usage.